Manufacturer narrative:
Findings: insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, cracked reservoir tube window corner, broken half of reservoir tube lip and test reservoir did not lock/click into the reservoir tube properly, minor scratched display window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged and casing which holds reservoir had crack. The blood glucose at the time of the incident was 60 mg/dl. The customer declined troubleshoot for low blood glucose and treated with carbs intake. The customer was advised that insulin pump need to be replaced. The insulin pump will be returned for analysis.